Manufacturer narrative:
The issue occurred during set up, with no delay to therapy noted. The service provider (sp) replaced the power management board, and the unit passed all testing.

Manufacturer narrative:
The unit was sent in for bench repair. The service provider (sp) inspected the device and found that the unit was showing a low voltage output coming from the power management board. The power management board will be replaced.

Manufacturer narrative:
The power management board was returned for failure investigation. The customer complaint cannot be verified. There was no fault found on the returned component.

Manufacturer narrative:
Date of report: 21sep2021.

Event description:
It was reported that the ventilators screen goes black after the unit is powered on for about 30 seconds. There was no patient involvement. Customer requested for technical support.